Manufacturer narrative:
Article citation: carlos s. Misad, kenneth b. Walker, jose r. Valburena, claudio s. Guerra, mauricio a. Camus, mauricio ocqueteau, sandra loyola, and pablo zoroquiain. ¿anaplastic large cell lymphoma associated with breast implants diagnosed by fine needle aspiration. Report of one case.¿ medical journal of chile. Aug2020. (B)(4). The events of lymphoma-alcl, seroma-late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Through the journal article ¿anaplastic large cell lymphoma associated with breast implants diagnosed by fine needle aspiration. Report of one case¿ it was reported: progressive increase in size of the right breast three years after implantation. Chest computed tomography performed in which a collection of fluid observed surrounding the right breast implant compatible with seroma-late. MRI was performed which confirmed the seroma and noted ¿uniform intensification of the right periprosthetic capsule¿. 6 ml of cloudy serous fluid extracted through ultrasound guided fap. Immunocytochemical studies confirmed alcl and showed positive for cd45 and cd30, and negative for cd3, cd20 and alk-1. The implant was removed fifteen days after alcl diagnosis and capsulectomy was performed. Immunohistochemical study [of the explanted capsule] showed the atypical cells were positive for cd43 (partial), cd4, cd7 (partial), cd30 and granzyme b and the markers cd45, cd3, cd5, cd8 and cd20 were negative, consistent for alcl. The patient recovered and showed no evidence of recurrence six months after surgery. The manufacturer of the device is unknown. Right side.